Manufacturer narrative:
CAPA (B)(4) was opened to investigate the root cause of this late report and to implement any necessary corrective actions. Multiple requests for further information have been made. Allergan has received no response from the authors. The events of progressive stiff infiltration of the face, firm nodular swellings and granulomatous reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, granuloma and skin irritation: "undesirable effects: the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. ¿ indurations or nodules at the injection area. ¿ cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
In the following article: granulomatous reactions after injections of multiple aesthetic micro-implants in temporal combinations: a complication of filler addiction. Journal of the european academy of dermatology & venereology. 2015; 29 (6): 1188-92. A patient was injected with unspecified juvéderm® in the cheeks, glabella, nasolabial and perioral areas by a practitioner. Two months after the injection, the patient developed a "progressive stiff infiltration of the face." On a physical examination of the facial area was found to be firm, nodular swellings where the filler had been injected. A punch biopsy was done on the glabella and revealed a "granulomatous reaction surrounding round or ovals vacuoles of different size, giving the reaction the appearance of 'swiss cheese' granuloma, consistent with siliconoma." Patient was treated with minocycline over 3 months and had "slight improvement." Patient had noted having "multiple procedures of filler injections for skin augmentation in the previous 2 years."

Manufacturer narrative:
Medwatch sent to FDA on 8/19/2016. Corrected data: report date.

Event description:
In the following article: granulomatous reactions after injections of multiple aesthetic micro-implants in temporal combinations: a complication of filler addiction. Journal of the european academy of dermatology & venereology. 2015; 29 (6): 1188-92. A patient was injected with unspecified juvederm in the cheeks, glabella, nasolabial and perioral areas by a practitioner. Two months after the injection, the patient developed a "progressive stiff infiltration of the face." On a physical examination of the facial area was found to be firm, nodular swellings where the filler had been injected. A punch biopsy was done on the glabella and revealed a "granulomatous reaction surrounding round or ovals vacuoles of different size, giving the reaction the appearance of 'swiss cheese' granuloma, consistent with siliconoma." Patient was treated with minocycline over 3 months and had "slight improvement." Patient had noted having "multiple procedures of filler injections for skin augmentation in the previous 2 years."